Manufacturer narrative:
The reported complaint of "the thermogard console (sn: (B)(4)) displayed a mid:09 (air trap assembly) error message, and there was also a burning smell emitted from the system" was confirmed during the event log review and functional testing. The cause was not corrosion as originally reported by the on-site biomed tech. The root cause of the reported complaint was a short circuit between the air trap I/o pcb and the rj-45 cable, plugged into the air trap jack. The short circuit was caused by liquid spillage into the pcb board as a result of user mishandling. Unknown if the spilled liquid is saline or any other type of liquid, because the biomed cleaned and checked the ivtm before sending the device for evaluation and no information was provided by the biomed. The short circuit led to the burning of the air trap rj-45 jack and its plugged-in cable. During visual inspection of the returned thermogard console, the screw thread on the air trap bracket was observed damaged/over-torqued. The observed damage is unrelated to the reported complaint, and the root cause could be due to user mishandling as the customer attempted to install a new air trap on-site, but the attempt was unsuccessful. The air trap bracket needs to be re-tapped and the screws need to be replaced to address the issue. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the event log showed an occurrence of mid:16 (software) error message around the customer's reported event date. Possible root cause for the mid:16 error message could be due to an unusual shutdown of the system, which is often caused by a badly inserted power plug at the back of the system, causing unstable ac power to the system. Nevertheless, the error code was cleared prior to the customer's reported complaint date. The thermogard console failed initial functional testing due to the mid:09 error message during power on self test (post). Therefore, the customer's reported complaint was confirmed. The investigation revealed that the rj-45 connector on the input/output printed circuit board (I/o pcb) was burnt-out due to a short circuit between the I/o board and the rj-45 cable. This short circuit happened as a result of liquid spillage into the air trap assembly. The damaged I/o pca (printed circuit assembly), rj-45 cable, and the air trap assembly need to be replaced to remedy the fault. Awaiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During device setup for ivtm therapy, the thermogard console (sn: (B)(4)) displayed a mid:09 (air trap assembly) error message, and there was also a burning smell emitted from the system. As reported, the nurse had spilled an unknown liquid into the air trap block. The on-site biomed evaluated the themogard console and reported that the air trap was corroded. Another thermogard console was used to initiate the ivtm therapy, and patient treatment was completed successfully. No consequences or impact to patient.